Event description:
It was reported by the sales rep that the patient was considered for revision due to pain. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier(UDI) #: n/a. Concomitant medical products: unk tibial tray, unk tibial bearing. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00609, 0001822565-2019-00604.

Event description:
It was reported that patient was indicated for a revision due to unknown reasons. Attempts have been made and no further information has been provided.